Manufacturer narrative:
(B)(4). The lot was manufactured between november 18, 2013 and november 19, 2013. Evaluation summary: the actual device was received for evaluation. Visual inspection revealed broken tubing at the junction of the distal luer lock. The cause of the tubing could not be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate leaked. The device was filled with pamidronate 90mg in 250ml of sodium chloride solution. This occurred before use. There was no patient involvement. No additional information is available.